Event description:
Reporting status: death. Reporting rationale: the patient died/relationship to device, if any, is unknown. Device issue: no device malfunction has been reported. It was reported via a trial that the patient died in 2008. The death was reported as an outcome of ae4-hypotension and cardiorespiratory arrest. No additional event or patient information is available.